Event description:
Customer reported via phone call to have been on manual injection due to receiving a button error alarm and is traveling.

Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had cracked display window and cracked case at display window corner.